Event description:
The hosp staff attempted to use the device during a synchronized cardioversion procedure. The operator reportedly had to press the discharge button three times before the defibrillator would discharge. There were no adverse affects to the pt reported as a result of the alleged malfunction.